Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the recorder was returned and analyzed. No anomalies were found.

Event description:
It was reported that the recorder was undersensing. The recorder was explanted. No patient complications were reported as a result of this event.